Event description:
It was reported that the customer had a motor error on the insulin pump. Customer was assisted with clearing the alarm. Customer was asked to return the insulin pump for analysis. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, insulin pump was unable to prime unit during prime test due to slightly loose drive support disk. Insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, severe scratches on display window and missing endcap sticker.